Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive reactions of different specimens and at different dates with ih-cell a1&b on two ih-1000. The customer stated that the reactions were false positive because ofo a cloudy background. He stated that the reverse type did not match the front type. Due to the discrepancy between forward and reverse typing the ih-1000 stated, "abo not interpretable" and no incorrect results were released. As an example the customer provided the daily journal from november 08, 2018 which confirmed the unexpected positive results in the a1 or b cells of the reverse group. Furthermore, the customer reported that the issue was solved when testing with a new lot of ih-cell a1&b. The customer returned the supposedly defective product for investigational testing but not the specimens that had caused false positives. Therefore our quality control laboratory tested the vials received from the customer and unopened vials from the complaint's laboratory stock with different samples of group a, group b and group ab donors. None of these gave unexpected positive test results in the reverse grouping. The phenomenon was not reproducible in the complaints testing laboratory. As we did not get any trace files a deeper investigation of the cause at the customer's site could not be done. However, there were no other complaints received relating to false positive in the reverse group using the reverse typing cells ih-cell a1&b lot 8839011. Testing by our quality control laboratory confirmed that the allegedly defective lot of ih-cell a1&b functions correctly. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. Without the affected patient samples, no further root cause analysis was possible.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive reactions of specimens with ih-cell a1&b on ih-1000. The customer stated that the reactions were false positive due to the cloudy background. He also stated that the reverse type did not match the front type. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer reported that the issue was solved by using new reagents. The customer was not able to provide a date of event. The customer returned the supposedly defective product ih-cell a1&b for investigational testing but not the specimens that had caused false positive test results. Testing of the complaint sample in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.